Event description:
It was reported that there was a return of the patient¿s symptoms. The patient appeared to be getting good relief and then had a sudden return of spasticity on (B)(6) 2013 while working out. The patient thought he may have "disrupted the pump." The health care provider gave the patient a 20% increase and after that his dose was 50 micrograms per day. There was plan to take a kidney, ureter, and bladder (kub) x-ray. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).